Event description:
It was reported that the user experienced a severe low glucose event with a self-reported nadir of 29 mg/dl while using ilet, with the cause of the hypoglycemia unclear; the user administered glucagon and subsequently transitioned to an alternate insulin delivery system. Symptoms included a seizure-like episode without lasting effects. Outcomes included acute hypoglycemia that required rescue therapy but no hospitalization. Investigation included complaint handling, user interview, and troubleshooting and education. Investigation of this case revealed no reproducible device malfunction and no confirmed device-related cause. It was concluded that the event was user-reported hypoglycemia with cause not determined and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.